Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, when the surgeon was removing the myoma, the permanent cautery hook (pch) instrument brackets broke. Reportedly, the movement felt limited; however, when attempting to remove the instrument it was found that the joint of the instrument hook was broken preventing the instruments removal. Attempt were made to remove the trocar from the patient; however, the hook became stuck with the patient's tissue. The customer experienced trouble removing the pch from the patient and made the decision to insert the emergency key. The arm released the pch and was able to be removed with the trocar and found the joint of the hook was broken. The customer experienced a 30 minute procedure delay. A backup instrument of the same type was used and the procedure was completed with no reported injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The permanent cautery hook (pch) instrument was used to help remove the myoma. The system didn¿t report any failures before identifying the instrument issue. A recoverable fault was generated to remove the pch. When the hook was removed there was less than 3ml of bleeding requiring no medical intervention or patient harm. When the release function was enabled, the instrument was carefully maneuvered to remove the instrument and trocar together. Images of the instrument are available.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal clevis to be related to the customer complaint. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. The size of missing piece is approximately 0.116 x 0.189 which was not returned. As a result, the instrument can experience loss of intuitive motion and functionality. No cables or wires were found to be damaged. The root cause of the broken instrument proximal clevis is typically attributed to the misuse/mishandling. This can happen when excess force is applied to the distal end of the instrument. Image review: review of the provided image (see attachment) is consistent with the alleged complaint, "the joint of the hook was broken". Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.